Manufacturer narrative:
Medwatch sent to FDA on 08/30/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of oedematous reactions, nodules, hardness, swelling, and redness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of oedematous reactions, nodules, hardness, swelling, and redness as follows: undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported patient was injected with 3ml juvéderm® voluma¿ to cheeks (1.5ml each side on zygomatic arch). Six months later patient was injected with juvéderm® volbella¿ with lidocaine in lip contour and juvéderm® ultra smile in vermillion. A year later patient was injected with 1ml juvéderm® volift¿ with lidocaine for lip volume. The injections were performed by a different clinic initially. A month later patient visited a ¿hot country¿ and developed ¿severe oedematous reactions¿ that began with ¿nodules and hardness at the zygomatic arch where the juvéderm® voluma¿ injections were made; in the following weeks all injected areas in the face showed increasing swelling, redness and hardness.¿ the reporting healthcare professional prescribed prednisone, which improved symptoms. After symptoms reoccurred, patient was treated with hylase, prednisone, and ciprofloxacin for 2 weeks. Then the patient was switched to minocyclin with gradually reduced prednisone. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00719 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine, also a device manufactured by (B)(4).